Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device was making excessive noise, and had a sticky trigger. Therefore, the reported condition that the reverse trigger of the device was not working was confirmed. The assignable root cause of this condition was determined to be traced to maintenance, which is user error/misuse/abuse. UDI ¿ (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the trigger of the compact air drive device was sticking, the mode switch was stuck, the reverse locking mechanism was blocked, the device was making excessive noise, and the device would not rotate. It was further determined that the device failed pretest for check triggers for forward/reverse mode, check function of soft mode switch (safety system), check reverse locking mechanism. Check for noticeable untrue running, check for excessive noise, and check starting behavior. It was noted in the service order that the reverse trigger button did not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.